Event description:
When the device was used during a laparoscopic hernia repair, the tip of the device broke off in the abdominal cavity but was retrieved. The or was extended by approximately one hour. There was no other patient consequence.